Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was deformed and charged coupled device( r-unit) has a kink. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is purple due to broken cable, however the cause of the outer tube was deformed and charged coupled device had a kink cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had red image. The issue occurred during inspection for use. There were no reports of patient involvement.